Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 10 pm. The patient manages her diabetes with insulin (self adjuster); however, it is unclear what action the patient took in response to the reported power issue. The patient denied testing her blood glucose with another device. On (B)(6) 2011, the patient claimed that as a result of the reported power issue, she developed a symptom of sweating (at 1pm), at 2:30pm, she consumed food/drink as self-treatment, and at 3:15pm, she again consumed more food/drink. During troubleshooting, the csr noted that there was no misuse of the lfs product, the patient was using the correct test strip (per owner's booklet recommendation), and that the subject meter turns on with a test strip and also with the power button. The alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k062195.